Event description:
The user facility reported that the procedure finished up and the involved angio-seal device was used. When they went to insert the angio-seal device, they had the appropriate blood return to confirm the proper position of the sheath. Seated the angio-seal device into the sheath, locked the angio-seal back, then went to pull out the sheath and angio-seal together however it came out completely. There was no suture or anything. Immediate pressure was applied to achieve hemostasis and distal pulses were still there. Patient was stable and in good condition. The event occurred post-treatment. The patient was not injured, and medical or surgical intervention was not required. Additional information was received on 29 sep 2022: the procedure performed for the patient, prior to using the closure device was a leg angiogram. A 5 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. No equipment or other devices were used with the involved device.

Manufacturer narrative:
Patient identifier: requested, unknown age & date of birth: requested, unknown; patient sex: requested, unknown; weight: requested, unknown; ethnicity: requested, unknown; race: requested, unknown; implanted date: device was not implanted; explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and an arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, and collagen were able to deploy, however, the tamper tube did not deploy from the device. The carrier tube was subsequently cut open to verify the presence of the tamper tube. The tamper tube was confirmed to have been present within the device and was inspected for potential issues. No issues were found with the component, although the tamper tube was found to have been coated in dried blood. The outer diameter (od) of the carrier tube assembly and the inner diameter (ID) of the tamper tube were measured. The outer diameter of the tamper tube was measured to be 0.060' which was within the specification of 0.060+/-0.002". The carrier tube ID was found to be 0.067" which is within the specification of 0.068" +/- 0.005. Measurement was within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was able to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).